Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on current electrograms (egm) intermittent atrial events were falling into blanking causing early termination of atrial tachycardia / atrial fibrillation (af) episodes. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.